Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure: unable to observe. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported right "biocell (textured) implant." Healthcare professional later reported "rupture." Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right "biocell (textured) implant." Healthcare professional later reported "rupture." Device has been explanted and replaced.